Manufacturer narrative:
At the beginning it was unknown if this issue was related to the cco cables or to the swan ganz catheters. Therefore the event was initially reported under medwatch #(B)(4). However, the cco cables (medwatch #(B)(4)) were old and replacing them for new ones the issue was solved. Consequently, a corrected supplemental report is being submitted for the catheter reported under medwatch #(B)(4) and two medwatch reports are being submitted for the cables under medwatch #(B)(4), one for each device. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this swan-ganz catheter (medwatch #(B)(4)), temperature values drifted from 15 to 40 degrees celcius. As troubleshooting, the cco cable (medwatch #(B)(4)) was replaced with another one (medwatch #(B)(4)), however, the issue was not solved. When shaking this cable, sometimes triggered a more accurate pressure reading but, the issue was still not solved. There were no error messages displayed. The patient was not treated according to the wrong values provided since it was not a reliable measurement. There was no allegation of patient injury. The patient was not treated according to the wrong values provided. The patient demographics were not available.